Manufacturer narrative:
Field expiration date: na. Health care professional.

Event description:
Device analysis was performed on the returned electrode. The electrode passed the functional test however a visual inspection revealed discolored epoxy. The color of newly cured epoxy is amber light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored. This failure mechanism is unrelated to the reported complaint and is due to thermal stress associated with multiple autoclave cycles.